Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was no longer vibrating. The customer's blood glucose level was unknown at the time of the incident. The customer was not calling back after being directed to perform an insulin pump rest. The insulin pump was currently beeping. The insulin pump was set to vibrate. The customer was advised to refer to back-up plan, per healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with no audio or vibrate alarms and tones due to broken black wire of the piezo transduce. Device received with no vibrate due to broken black wire at the vibrator motor.